Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Inspection of the device revealed the insertion hole was slightly deformed. Dimensional analysis found the device was conforming to specifications. Device history record was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that after broaching, the stem was still too large to fit in the canal. The surgeon finished the surgery with a smaller size.